Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 106x18cm ekos endovascular device was visually and microscopically examined which revealed no abnormalities. The device was tested by flushing out the drug and coolant ports, and it flushed with no problems observed.

Event description:
It was reported that a catheter occlusion occurred, requiring intervention. This 106x18cm ekos endovascular device was selected for use in a thrombolysis procedure for bilateral pulmonary embolism. The catheter was successfully placed; however, when the patient was brought to the intensive care unit for treatment, an occlusion was observed. The patient was brought back to the catheterization laboratory for catheter replacement. The procedure was completed and there were no patient complications.

Event description:
It was reported that a catheter occlusion occurred, requiring intervention. This 106x18cm ekos endovascular device was selected for use in a thrombolysis procedure for bilateral pulmonary embolism. The catheter was successfully placed; however, when the patient was brought to the intensive care unit for treatment, an occlusion was observed. The patient was brought back to the catheterization laboratory for catheter replacement. The procedure was completed and there were no patient complications.